Event description:
The customer reported that the insulin pump alarmed while attempting to prime. The blood glucose reading was 132mg/dl. Troubleshooting was performed. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk.